Event description:
Patient was implanted with prodisc-c at level c4-c5 on (B)(6) 2011. During follow-up exam, surgeon determined that patient had developed a bony bridge across the front of the prodisc-c implant. Surgeon returned patient to the operating room on (B)(6) 2012, and removed the bony growth and the prodisc-c. Patient was revised to acf with another company's product. Prodisc-c was removed intact, with no broken fragments.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. Patient selection and/or surgical technique may have been a factor. Osteophytes are a natural occurrence during the degeneration of the spine. If the patient was showing signs of advanced degeneration at the time of implantation, then it would have been more likely for bone growth to occur. Also, too much or aggressive bone remodeling would have provided a good bloody pathway to promote bone growth at the implant site. If severe remodeling was required, that may have also been a sign that severe degeneration was a factor. A full list of contraindications and patient exclusion recommendations are listed in the technique guide including: osteoporosis, instability, and advanced degeneration. Patient selection and/or surgical technique may have been possible causes of this event. Patient contra-indications and exclusion criteria are listed in the technique guide and proper technique is taught in mandatory surgeon training for this device. Updating the implant design, technique guide, or risk analysis is not warranted at this time. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.